Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
This device is not distributed in us. We checked the returned unit and confirmed that the body cover grip broken, brand plate worn out, light guide cable buckled, ccd driver pcb defective. Based on the result, we concluded that it was caused due to the ccd driver pcb defective; however, other failures are not related to the alleged complaint.